Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 600mg/dl, with extreme drowsiness, polydipsia, polyuria, nausea, confusion, and symptoms of dehydration, associated with an alleged time and date issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the time was off by 12 hours. The battery was removed and replaced twice while on the phone with customer technical support and the time remained correct. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.